Event description:
It was reported to philips that the during a procedure, system was not able to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that the x-ray-pc stopped responding. Upon troubleshooting, the fse found an issue with the hard drive power supply. The hard drive was removed from its position and connected directly to the sata cables, and the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has implemented a medical device correction z-1152-2024 to address the disk bay issues that were temporarily resolved by the fse. The codes were updated based on the investigation outcome.